Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 5f sheath (model unknown). Post procedure, the physician who is a trained user, selected the mynx vascular closure device 5f to close the access site. It was reported that the balloon ruptured during deployment. The device was removed and a second mynx vascular closure device 5f from the same lot was prepped and deployed. The balloon on the second device also ruptured. The second device was removed, and the physician converted the pt to manual compression (minutes unknown). The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1126401) indicated that the mynx lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00140 for the first device.